Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 400 mg/dl. The patient experienced multiple symptoms commonly associated with hyperglycemia. The customer was treated via insulin pump therapy. It is unknown if the auto mode feature was in use during the incident. During troubleshooting, it was confirmed that the infusion set cannula was bent. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis. Unomedical set - mmt-399. Frn-model unknown-reservoir.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.